Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had symptom (tremor) return and >25,000 ohm impedance at therapeutic contact 0. The physician performed electrode impedance test today in clinic and discovered the 0 at 25,000 where it was normal (within normal range) and functional as of (B)(6) 2021. They got plain films of both head and chest and could see no wire breaks; suspects extension not fully tightened at time of replacement on (B)(6) 2021. They will try programming the next contact up to see if it provides patient benefit. Patient being referred to neurosurgery to discuss the risk/benefit of surgically owning the pocket to re-insert and tighten.